Event description:
Info received indicates the brake is not holding at the foot end of the bed.

Manufacturer narrative:
The tech isolated the issue to worn rubber on the caster wheel. The brake will set but does not hold. He replaced the caster to repair the bed.